Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The tissue pad was examined and normal wear was visually seen. The device was tested with a generator was functional.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's tissue pad started to melt. Another device was used to complete the procedure. There was no adverse consequence to the pt.